Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump alarmed button error. Customer's blood glucose level was 485 mg/dl. The customer was sent to the hospital on (B)(6) 2016 due to a high blood glucose level from not using the insulin pump and not having insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. No button error alarm noted. The insulin pump had minor scratched display window, a damaged torn address serial number label, scratched case, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.